Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Additional information on 17-apr-2025: system was explanted on (B)(6) 2025 and replaced with an extravascular ICD system. Upon receipt, the lead under complaint was found cut 32 cm distal to the df4 connector pin (into 2 segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The ring electrode was found covered in fibrotic growth. The calcification can be assumed to be the root cause of the observed increased threshold. No further deviations were found that might have led to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Newly implanted system transmitted alerts to home monitoring for increased threshold above limit. Review of statistics showed drop in sensing, impedance and rise in threshold since implant. On (B)(6) 2024, rv threshold test failed and recordings show loss of capture and considerable noise on farfield channel as well as cross talk on atrial channel from rv lead. Indications are that lead may have dislodged. Lead currently remains implanted.

Manufacturer narrative:
Combination product: yes.

Event description:
Newly implanted system transmitted alerts to home monitoring for increased threshold above limit. Review of statistics showed drop in sensing, impedance and rise in threshold since implant. (B)(6) 2024 rv threshold test failed and recordings show loss of capture and considerable noise on farfield channel as well as cross talk on atrial channel from rv lead. Indications are that lead may have dislodged. Lead currently remains implanted.